Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 2/20/2024, it was reported by a sales representative via phone that qty. 3 of an ar-3770sp hybrid knee fibertak anchor (knotless and knotted) had an issue. During a medial patella femoral ligament reconstruction procedure on (B)(6) 2024, when the device was used, upon graft fixation, the knotless mechanism was malfunctioning and loosening. The implant stayed implanted, and instead of a knotless fixation, they used a knotted fixation. That happened three times in a row in three different positions. The procedure was completed successfully with no harm to the patient. Nothing broke inside the patient. There was no case delay, and no additional anesthesia was administered. The devices are not available for return, and a video was taken and will be provided by the sales representative, who requested no action but just wanted to report the complaint. This occurred during use with no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the video provided by the customer. Visual evaluation revealed that the suture was loose, causing the graft to malfunction and loosen. The most likely cause of the reported failure can be attributed to user error, specifically improper surgical technique.